Manufacturer narrative:
The device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The physician advanced the 2.0x12mm maverick2 balloon to the lesion and inflated it to 12atms on the first inflation and it ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with another 2.0x12mm maverick2 balloon. Patient status is reported as "good".